Event description:
Information received by medtronic indicated that the customer received power loss of the pump.  Troubleshooting was not performed.  No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.